Event description:
Please be informed that after the subsequent review of the following literature article, depuy synthes noted a potential adverse event regarding a non-synthes product. The event also involved a depuy synthes product and was recorded as complaint file com-131178. Depuy synthes submitted the event to FDA and satisfied reporting requirements. Twinfix ab anchors, smith and nephew, mansfield, mass. Warner, j.j.p. Et al. Anatomical glenoid reconstruction for recurrent anterior glenohumeral instability with glenoid deficiency using an autogenous tricortical iliac crest bone graft. The american journal of sports medicine, vol. 34, no. 2. All patients returned to pre-injury levels of sport, and only 2 complained of mild pain with overhead sports activities. Although most patients reported discomfort over the bone graft donor site, none had complaints of pain at this area 6 months after surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)